Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a server issue. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to database issue and retry error. A technical support specialist performed manual recovery on the station, executed the reverse data sync and changed configuration settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.